Event description:
It was reported that the patient used purewick urine collection system for two nights and it did not work properly. Purewick urine collection system did not work like the one in the hospital. It was stated that purewick urine collection system sounds like it was jammed and it smelled like burnt plastic for 30 minutes and the smell went away. The patient woke up wet and wears diapers and night pads just in case.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be " inadequate component selection component failures, damage, or deterioration ". The lot/serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it." Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. When the purewick¿ urine collection system has been stored in a very cold environment (down to -13°f or -25°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use. When the purewick¿ urine collection system has been stored in a very warm environment (up to 158°f or 70°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient used purewick urine collection system for two nights and it did not work properly. Purewick urine collection system did not work like the one in the hospital. It was stated that purewick urine collection system sounds like it was jammed and it smelled like burnt plastic for 30 minutes and the smell went away. The patient woke up wet and wears diapers and night pads just in case.